Event description:
A baxter sales representative reported to corporate product surveillance, on behalf of customer, a secondary administration set in which a nurse was unable to prime the set. The set wasn't priming after spiking into ivpb (plastic) bag. The medication would infuse through the set only when the ivpb bag was squeezed. There was no free flow of the solution. The reported condition occurred while priming the set during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a secondary administration set in which a nurse was unable to prime the set was confirmed during sample evaluation. The assignable root cause of the reported condition was determined to be solvent blockage at the luer inlet. It is unknown what action was taken/required to fix the reported condition. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.